Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The trek rx coronary dilatation catheter, global instructions for use (IFU), directs the user to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, the device was not submerged to activate the coating. The procedure was to treat the left anterior descending artery that did not have any tortuosity or calcification. A 3.5 x 20 mm trek balloon catheter was used for post-dilatation of an implanted stent, and was inflated once at 14 atmospheres. However, the balloon catheter deflated very slowly. It took between 45 to 60 seconds to completely deflate. Therefore, the device was removed from the anatomy and another unspecified device was used to successfully complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.